Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that no results were found and the patient had not had any additional problems.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: product type: lead. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study reported the device diagnosis was the patient reported his neurostimulator did not shut off while in bed and upon standing for 30 seconds the stimulator turned off. This was a onetime episode. No action was taken and the event resolved without sequelae. The event was possibly related to the device or therapy and not related to the implant procedure. Indication for use was reported as non-malignant pain. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that no results were found with diagnostic methods. The patient had not had any additional problems. The device diagnosis was device malfunction. The clinical diagnosis was not applicable.